Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 2090w. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head was not able to interrogate the implantable pulse generator (ipg). It was suspected that the rf head was "worn" or "damaged." Another programmer rf head was used to successfully interrogate the ipg. The rf head will be returned. A new rf head will be sent to the clinician. No patient complications have been reported as a result of this event.